Manufacturer narrative:
The customer's calibration recovery was found to be acceptable. Based on calibration and qc data a general reagent issue could be excluded. The investigation determined that the issue found by the field service engineer was the root cause of the event.

Manufacturer narrative:
Unique identifier (UDI) # (B)(4). The field service engineer performed an instrument check that produced out-of-range results, in addition, a hole in the vacuum tubing was found. The field service engineer changed numerous parts and performed adjustments. A precision check was performed with acceptable results. The customer ran qc which had acceptable results.

Event description:
The initial reporter complained of questionable ise indirect na, k, ci for gen.2 and crea2 results for 1 patient sample on a cobas 6000 c (501) module analyzer. The initial results were: (B)(6). The initial results were reported outside the laboratory and the k result was questioned by the nurse, which prompted a redraw. After seeing the results on the redraw, the customer repeated the original draw. The repeat results were: (B)(6). The repeat results were deemed to be correct. The na, k, cl, and crea2 lot numbers and expiration dates were asked for but not provided.